Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture in all configurations shortly after implant. The lead was suspected to have dislodged. A revision procedure was performed where the lead was explanted and replaced. The patient reported having fluid in their lungs and heart, of which, the patient's physician was aware. The lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.